Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a misaligned flex cable on the system board. The flex cable was reseated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.